Event description:
Boston scientific crm received information that during a follow up visit, it was noted there was an accumulation of fluid in the device pocket. A revision was performed, this implantable cardioverter defibrillator (ICD) device was reimplanted. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become avaialble, this event will be updated.